Manufacturer narrative:
It was reported that the patient had an accident and opened up the incision. A procedure is planned to do a wash out of the joint and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient had an accident and opened up the incision. A procedure is planned to do a wash out of the joint and exchange the poly inserts.